Manufacturer narrative:
A general issue with the instrument and reagent can be excluded. A specific root cause could not be determined based on the information provided. The customer was asked, but could not provide information requested for investigation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received erroneous results for one patient sample tested for phenobarbital. The sample initially resulted as 0.5 ug/ml accompanied by a data flag. The sample was then repeated on the same analyzer, resulting as 0.5 ug/ml accompanied by a data flag. A result of <0.5 ug/ml was reported outside of the laboratory. The doctor questioned the result and requested the test to be repeated. The sample was then repeated on a different c501 analyzer and resulted as 31.5 ug/ml. The 31.5 ug/ml value was believed to be correct and was consistent with the patient's previous result. The result was corrected from <0.5 ug/ml to 31.5 ug/ml. The patient's medication was adjusted based on the erroneous result, but no adverse events were alleged related to the medication adjustment. The patient is currently in stable condition. The phenobarbital reagent lot number was 69007701 with an expiration date of 01/31/2015. The field service representative could not determine a specific cause and could not duplicate the problem. He checked the electro-mechanical performance of the measurement system and of the analyzer. He checked for proper rinse mechanism rinse levels, checked the gear pump pressure, checked the condition of the cuvettes, checked the condition of the syringes, and checked the probe position; these were good. He cleaned and styletted the sample probe and cleaned the reagent probes. He verified proper operation by running a precision check using the customer's quality control material. All results were within the customer's quality control specifications. All checks and tests were within guidelines.

Manufacturer narrative:
The customer has stated that they have had no other issues of this nature.